Manufacturer narrative:
H6: investigation summary: two used primary sets, model 2420-0007, was received by the customer for investigation. One set had a secondary set attached and the other had an extension set attached to the male luer. The sets were visually inspected and no defects were observed. Both sets were primed and functionally tested. The sets functioned as designed and no backflow was observed. The customer's complaint of backcheck valve failure could not be verified. A device history record review for model 2420-0007 lot number 20107023 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 27oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced check valve malfunction, and air bubbles/air in line. The following information was provided by the initial reporter: material #: 2420-0007. Batch/lot #: 20107023. Air reported between primary drip chamber and back check valve (primary bag full, primary drip chamber filled, and secondary line filled with fluid). Patient effect: no harm reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital, (B)(6), leukemia / bone marrow transplant unit. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced check valve malfunction, and air bubbles/air in line. The following information was provided by the initial reporter: material #: 2420-0007, batch/lot #: 20107023. Air reported between primary drip chamber and back check valve (primary bag full, primary drip chamber filled, and secondary line filled with fluid). Patient effect: no harm reported.